Manufacturer narrative:
This report is submitted on july 29, 2021.

Event description:
Per the clinic, the patient experienced pain skin overgrowth around the abutment. There was a skin revision under a general anaesthetic on (B)(6) 2021.